Event description:
It was reported that patient experiencing mid back pain that was confirmed to be unrelated to the device or its reprogramming. The discomfort appeared to be surgical in nature, with a possible disruption of an internal suture and associated swelling at the site. The patient was prescribed new pain medication and instructed to rest to support proper healing.